Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed using a 25 mm balloon. Of note, the patient's native annulus was heavily calcified. The valve was loaded two times successfully. Upon deployment, an infold was observed. The valve was recaptured and withdrawn. The valve and delivery catheter system (dcs) were replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint was received inside a heart valve return kit, in original jar filled with clear solution at medtronic¿s quality laboratory, visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact. All leaflets were in a closed position. All commissures were intact. The valve was submerged in warm saline to reset the frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no frame anomalies were noted. The valve was subsequently fully deployed; no anomalies were identified. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Two images of the valve were provided illustrating an infolded valve. There were no cines nor any fluoroscopic images of the operation provided. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the valve was loaded twice, there is no information provided regarding the load check. The patient¿s calcified anatomy or a possible misload may have been a contributing factor. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.